Event description:
Reportedly, the tacks either stayed jammed inside jaws or did not enter the mesh as expected. Resulted in utilization of thread to fix the mesh causing longer operating time. Procsedure: hernia.